Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from two (2) different patient samples that were generated by the access 2 instrument. Two patient samples were tested for accu tni and results of 0.61ng/ml anf 17.01ng/ml were obtained for patient a, and 2.22ng/ml for patient b. It is unknown if the results were reported out of the lab. The original samples for both patients were re-tested for accu tni on a different instrument in the customer's lab and results of 0.01ng/ml and 0.02ng/ml were obtained for patient a and b respectively. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc recovered within specification before and after the event. System check performed on 04/2007 passed. The specimens were collected in bd, plastic, lithium heparin tubes, and centrifuged at 3,700 rpm for 10 minutes in a refrigerated centrifuge. A field service engineer (fse) was dispatched to the customer's lab two days later: the fse performed preventive maintenance (pm) to the instrument. (There is no information why pm was performed) the fse modified transducer. The fse did not note hardware issues. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.